Event description:
The suspect device was received by the manufacturer and product analysis was completed. The high impedance and generator issues was not duplicated in the product analysis lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the in-line cavity go gauge test, designed to verify proper lead cavity dimensions in the header area, passed. A bench lead fully inserted into the pulse generator header, past the negative connector block (lab conditions). No other relevant information has been received to date.

Event description:
During a generator battery replacement for normal expected battery depletion, the replacement m106 generator resulted in high impedance once connected to the lead. It was noted that the generator header hole was too small. The generator was sent back for product analysis, but the device has not been received by the manufacturer to date. No other relevant information has been received to date.